Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an armada 14 balloon catheter could not deflate. The armada was overinflated to 25 atm to rupture the balloon and be able to remove the balloon from the vessel. There was no adverse patient effect. There was no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Correction: changed from malfunction to serious injury. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A definitive cause for the reported difficulties could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, newly reported information indicates that the lesion was located in the posterior tibial artery with moderate tortuosity and moderate calcification. Normal resistance was noted while removing the protective sheath/stylet. The device was prepped (air aspiration) outside the anatomy prior to use. The balloon was inflated once up to nominal pressure. Negative pressure was held 2 minutes to deflate the balloon. Reportedly the balloon completely failed to deflate. The balloon was inflated to make it rupture so it could be removed. No resistance was noted during withdrawal. No additional device was used to complete the procedure. No additional information was provided.